Event description:
Healthcare professional later reported "rupture" confirmed via ultrasound. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broke device assessed as fold flaw opening. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Healthcare professional later reported "rupture" confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.